Manufacturer narrative:
H6: investigation summary: two photos and four 3ml syringes were received and evaluated. One syringe was loose and three were in fully sealed blister packs from batch 8318581 (p/n 309657). It was observed, the loose syringe had a lengthwise crack extending from the 0.3ml to the 1.3ml marking. One of the syringes in the packages appeared to have a slight deformation and scuffs with missing print. No grad lines were present below the 0.8ml and a portion of the "1" from the 1ml marking was missing. Both defects observed were rejectable per product specification. Potential root cause for the cracked barrel and missing print defects are associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 8318581 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that 4 bd 60ml syringe luer-lok¿ tips experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: material no: 309657, batch no: 8318581. Writer reconstituted pfizer vaccine as per manufacturer instructions. When writer withdrew syringe/needle from vial, it was noted that the syringe was cracked and product was expelled from the syringe in a very small amount along the syringe. (Product was not leaking at hub or stopper).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd 60ml syringe luer-lok¿ tips experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: material no: 309657, batch no: 8318581. Writer reconstituted pfizer vaccine as per manufacturer instructions. When writer withdrew syringe/needle from vial, it was noted that the syringe was cracked and product was expelled from the syringe in a very small amount along the syringe. (Product was not leaking at hub or stopper).